Manufacturer narrative:
One g2 filter and one detached arm were received. There was no delivery system returned. Upon inspection of the returned sample, there appeared to be dried blood on all of the hooks and in the apex of the filter. The filter was missing two arms. The arms that were missing were opposite each other. Inspection of the detached arm, returned, showed an extra bend in it, that is not part of the original design of the filter (see photo). The two detached arms appeared to have fractured approximately 1mm from the proximal edge of the sleeve. Heat was applied to the filter and the filter took shape. All the legs and hooks were present and intact, and four arms. The filter was measured and met the specifications. All measurements taken were within specifications. The result of the investigation was confirmed for detachment of component, root cause unk. The current IFU (information for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae. The removal of this filter is considered to be an off label use of this device. The current IFU (information for use) for this device states: the g2 filter is designed to act as a permanent filter. The safety and effectiveness of the g2 filter system as a retrievable or temporary filter have not been established.

Event description:
It was reported during a scheduled removal of a filter that was implanted seven months ago, two upper arms of the filter fractured. One arm was slightly attached to the filter and one was in the pulmonary artery. The detached arm was left in the patient. The filter was removed. There was no patient injury reported.